Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Cause was not known. Reportedly the customer lost consciousness and had a seizure. The customers teacher contacted emergency services and the paramedics provided dextrose (d5w) to treat the bg. Reportedly the customer consumed carbohydrates and bg level decreased again and customers son drove the customer to the emergency room (ER). Reportedly at the ER customer did not receive any treatment and was only monitored. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.